Event description:
It was reported that this pacemaker went into safety mode due to three consecutive system resets. Subsequently, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for full analysis.

Event description:
It was reported that this pacemaker went into safety mode due to three consecutive system resets. Subsequently, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for full analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.